Manufacturer narrative:
Review of radiographic imaging studies showed heterotopic bone in the left l5-s1 foramen. The bone appears to occlude most of the foramen. The device was not returned to the manufacturer for evaluation. We are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a plif using rhbmp-2/acs. At an unknown time post-op, the patient presented with pain in the back and leg. Scans showed heterotopic bone growth. The patient underwent a surgical procedure to decompress and extend the original fusion.